Event description:
It was reported that the patient had a non-healing incision site due to adverse reaction to the sutures used. Tenderness was noted at the midline incision site and ipg incision site had a small scab on it. Over time, the patient reported that the incision sites were completely healed.

Manufacturer narrative:
Date of event: exact date unknown, event occurred after the implant procedure. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).